Event description:
The end-user fell and broke her wrist in several places requiring orif surgery where ten screws and one metal place were permanently placed. The end-user was using a knee scooter because she was non-weightbearing on her right lower extremity, when in the process of attempting to enter her home, the scooter rolled backward with the hand brake applied. She fell to the ground putting force on her left wrist. The exact device and manufacturer is unknown. Item described as "knee scooter" in initial report.

Event description:
Ros-ksb serial number identified as (B)(6).

Event description:
Item number & partial serial number identified (as (B)(6)), as well as manufacturer of device involved with event. Please note, compass health brands has only ever shipped this customer 3 knee scooters, all ros-ksb, with serial numbers (B)(6).